Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack that spanned the backside of the insulin pump to the battery compartment. The patient's blood glucose at the time of incident was 130 mg/dl. The caller did not recall how the damage occurred. The insulin pump also alarmed replace battery now. The battery was replaced but the alarm recurred in less than ten hours from the low battery alert. The battery cap was undamaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and self-test. The insulin pump trace download analysis confirmed unexpected replace battery now alarms. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed replace battery now alarms due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked case on battery tube area. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, stained serial number label, faded serial number label and peeling end cap address label.